Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced an air in line alarm, and air bubble in line. The following information was provided by the initial reporter: pump kept bleeping. When checked, there was a bubble in the plastic line.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced an air in line alarm, and air bubble in line. The following information was provided by the initial reporter: pump kept bleeping. When checked, there was a bubble in the plastic line.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-28. H6: investigation summary : one 2420-0007 sample was received without packaging for investigation. Residual fluid was present inside the line. Further information provided by the customer indicates that the pumping segment had ballooned during infusion. Functional testing involved connecting the received 2420-0007 sample to a IV bag from stock and flushing fluid through the product. No occlusions or flow restrictions were observed. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. Note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2420-0007 set in the past 12 months.